Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. It was observed that when the 3rd party usb data cable was plugged in to the device that it would not power on. Once the cable was removed, no further power related discrepancies were observed. The customer provided a new 3rd party usb data cable from their inventory. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.